Event description:
Pre-operative diagnosis: 1. Bilateral baker's ii capsular contractures. 2. Bilateral ruptured implants. 3. Calcified granulomas of bilateral capsules. Operative procedure: 1. Removal of ruptured implant from right breast. 2. Removal of intact implant from left breast. 3. Right total capsulectomy. 4. Left total capsulectomy. 5. Replacement of right implant with a mentor siltex gel-filled 325cc implant in a submuscular plane. Lot #236841. 6. Replacement of left implant with a mentor siltex gel-filled implant 325cc. Lot #236841.